Manufacturer narrative:
Single reporter exemption #e2015018. The importer report number used for this report was generated from the importer registration number, current year, and sequential number the matches the manufacturer report number. During processing of this complaint, attempts were made to obtain complete event. Returned items were only a mass of small fragment of coil and composite core of the guidewire, and a snare device and a microcatheter that were thought to have been used for retrieval of the coil. No other part of the guidewire was returned since, reportedly, the other fragment was stented in vessel and the other part was discarded at the user facility. Trace of the pulling apart breakage was observed with the returned small fragment of the coil. Trace of polymer jacket over the coil section and scraped ptfe over the shaft were found in the mass of returned item. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. Asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release. There were no anomaly found in the final release records for the lot involved in this reported event and no indication of product deficiency. Based on the obtained information it is thought that the tip of the guidewire, that was placed fromsfa-pta-ata-sfa, was locally captured and was pulled by the snare device for externalization, so that the coil section was broken off at unidentified section due to the force exceeding the product design limit and given locally to the coil section. IFU describes in the "warning" : - this guide wire must be used only by a physician who is fully trained in pta treatment. - the coil section is especially fragile, so do not bend or pull it more than necessary. [Otherwise, the guide wire may be damaged.] - use the most suitable guide wire that will treat the lesion. There are patient risks when using any guide wire including those that may result from damage to, or breakage of, the guide wire. .... Accordingly, care should be taken that all persons who operate the guide wire are properly trained in their use, that they observe proper technique, and that guide wires are used carefully in accordance with the instructions for use. - if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel.

Event description:
Reportedly, to treat the calcified lesion at tibial artery, subject guidewire was advanced from sfa puncture site, then from posterior tribal, pedal loop, anterior tibial, thence to the true lumen of sfa. In order to externalize the guidewire, a snare device was inserted from sfa punctured site and the tip of the guidewire was captured. During the manipulation; however, it was noticed that the guidewire tip stretched and broken off. Leaving the broken fragment at the place, externalization of the guidewire was continued, guide catheter was removed and the externalized distal portion was intentionally cut by a wire cutter. A guide catheter was advanced over the guidewire from the cut distal end, a support catheter was thence advanced and retrieval of the broken and left fragment was attempted. During the attempt, the fragment was separated into two, one portion was retrieved out but the other portion remained in the vessel, so that a stent was deployed to fix the fragment to the vessel. The treatment was completed by deploying another stent to the target lesion. Care closed 5.5 hours. Patient was stable when case completed.

Manufacturer narrative:
(B)(4).